Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Corrosion of the insulin pump keypad traces noted during visual inspection. The device passed the self test, displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No motor error alarms or frozen screen observed during analysis. The unit communicated properly with the glucose sensor simulator and the low predicted alarm functioned properly during testing. A scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads noted.

Event description:
Customer reported problems with the insulin pump. The blood glucose was 42 mg/dl. Customer stated she was getting motor error alarm and frozen screen. Customer treated the low blood glucose with food. Customer tried a manual bolus when the insulin pump froze. Nothing further reported.